Event description:
It was reported that this right ventricular lead exhibited high impedance measurements and high pacing thresholds. After evaluation of the device it was decided to perform reconfiguration and re-evaluate on a later time. This lead remains in service. No further adverse patient effects were reported. Additional information was received detailing that this lead was surgically abandoned and replaced.